Event description:
The arrhythmias were reportedly related to the patient's condition. No further arrhythmias occurred after the lvad was implanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported septic status could not be conclusively determined though this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Hm3 lvas, serial number (B)(6) was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including sepsis, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), cardiac arrhythmia, bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. This section, under ¿right heart failure, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 of the IFU, under "anticoagulation", outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system, as well as a potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted in intermacs class I heart failure status and initiation of veno-arterial extra corporeal membrane oxygenation (va-ECMO) therapy was required. Frequent ventricular arrhythmias also complicated the case. The patient was not able to be weaned off ECMO so implantation of permanent device was necessary. A temporary right ventricular assist device (rvad) was also necessary due to right ventricular failure. The patient experienced severe bleeding and required re-operation multiple times. The patient developed systemic inflammatory response syndrome (sirs) and septic status which ultimately led to multiple system organ failure and death on (B)(6) 2023. The outcome was not considered to have been device or therapy related.